Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the power fault was due to a defective main circuit board (pcb) and power supply unit (psu). The main pcb and psu were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device would not recognize the mains power supply unit (psu) when connected. There was no patient injury reported as a result of this incident.